Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. The investigation found that the pump did not alarm when a cassette was attached to the device. A calibration test was performed and both occlusion sensors passed the testing. Fluid ingression was found on the downstream occlusion sensor seal. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed without a cassette attached. No adverse effects were reported.